Manufacturer narrative:
Correction: e3 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was confirmed; however, the root cause of the event was unable to be identified. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the up/down control knob is loose and the oer-elite is not completing cycle. Error code 0024. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had an e-024 error code. The error code was noticed with field service engineer (fse) went to facility to help customer troubleshoot their gf-uct180 (B)(6) because they stated since receiving back from olympus for repair that they are unable to run it through one of their oer-elites. Once on site the customer and fse reviewed the error codes that the scope was getting in the washer which was e-024 and looked at the oer-elite IFU on how to troubleshoot the e-024 error code. The customer informed the fse that they had tried different hook ups, running it in the other oer-elite and it worked successfully. The customer also used the same hooks up from the one oer-elite that had the error code to the other oer-elite and the scope ran successfully. The customer did not have another gf-uct180 that we were able to run through the oer-elite to see if we received the same error code. The fse reached out to another fse who advised that the customer needed the scope to be repaired as the error code reoccurred. The issue was found during reprocessing. There were no reports of patient harm.